Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while the patient was off insulin pump therapy and using an alternate insulin delivery method. The patient¿s blood glucose reportedly measured 412 mg/dl with associated symptoms of large urinary ketones, vomiting, abdominal pain. The patient was taken to the hospital emergency room and was treated with insulin via injection and intravenous fluids. The patient remained hospitalized at the time of reporter contact. The patient was reportedly off of insulin pump therapy due to damage to the pump¿s battery compartment and stripped threads on the battery cap. The reporter stated that battery cap had never been changed on the subject pump. The owner¿s booklet instructs the user to change the battery cap every three-to-six months and to inspect the pump for damage on a regular basis. The user is instructed to call animas customer support if damage is suspected. This complaint is being reported because the patient experienced hyperglycemia requiring hospitalization due to insufficient glycemic control while on an alternative method of insulin delivery because of damage to the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: review of the black box data did not reveal any data for the date of the complaint, (B)(6) 2016. The records show that on (B)(6) 2016, the pump gave a replace battery alarm at 21:32. The pump was powered off. When the pump was powered back on, the time/date was manually set to (B)(6) 2016 at 21:56. The total daily dose history prior to (B)(6) 2016 matched the basal and bolus history; basal history added up correctly to reflect the basal segment programmed by the user. On investigation, the returned battery cap did not fit securely on the pump. The battery compartment was confirmed to be cracked. The pump was exercised for 24 hours; the total daily dose was recorded accurately. Flow accuracy was tested and determined to be within specifications. Investigation confirmed the damaged case.